Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: since silicone rubber, detected from the foreign material, is used in various medical instruments such as tube and packing, we could not specify cause of the event. We presume that medical instrument used with the endoscope was partially deteriorated/broken which fragment entered the channel as foreign material. As a result, the material may have clogged the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign matter came out of the air/water nozzle. There was no patient involvement.